Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure and the lead remains implanted. The patient was doing well postoperatively.